Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised the following. An excessive force was applied to the instrument channel port due to the user handling. Aging deterioration may have caused the defect because 5 years and 3 months have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the instrument channel port was broken. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.